Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the wireless trackers required recalibration. The medtronic representative recalibrated the trackers and performed an imaging system check-out, all areas passed. The system was fully functional after the system trackers was recalibrated.

Manufacturer narrative:
Return requested. Replacement imaging system wireless tracker shipped to site 07/01/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system accuracy test was performed and an inaccuracy of greater than 1.25 was noted. No further details regarding the behavior, or when in the testing it occurred, were provided. There was no patient present when this issue was identified.